Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information received from a manufacturer representative reported that the patient had their left lead and battery replaced on (B)(6) 2016. The cause of the issue was not determined and both products were to be sent to the manufacturer for analysis with pre-op interrogation. It was noted that the patient has been receiving effective therapy so far.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
A manufacturer representative reported patient was complaining of losing stimulation on the left side only, two weeks prior to report. The patient denied fall, impact to battery, emi or any other inciting event. The representative talked patient through increasing amplitude to rule out sub-perception amplitude as a cause, but no stimulation at 10.5v. The representative interrogated the battery and checked impedances at 0.7v (8-15 > 10k) and at 1.5v (8-15 > 20k). An x-ray was reviewed with no apparent fracture or cause of high impedances, and both leads appeared to be properly inserted into header block. Lead replacement planned, as well as possible battery replacement due to this being the 2nd left lead to go bad. The indication for implant was non-malignant pain and chronic low back pain. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) and consumer on 2018-mar-14 reporting that the hcp had put in a device before that did not work. This was clarified to mean the first ins stopped working in 2015. The consumer later reported that they were not sure when this first device stopped working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the device worked well for a while but it stopped working as well and was not doing them any good. The reporter guessed that this occurred around (B)(6) 2016.no further complications were reported.